Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was "impossibility to move on the left ventricular (lv) lead into the chosen vein. The lv lead was placed and remains in use. No patient complications have been reported as a result of this event.